Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer report had shown an estimated longevity remaining of 7.5 years but the patient management database application showed remaining longevity at one year and three months. Advised the patient management database application has calculations for longevity based on device data, but should be listing as provided by the programmer data. Caller did not have access to the customer's patient management database application to review. Caller will follow-up with customer and have them reach out with access to look into some examples. No patient complications have been reported as a result of this event.